Event description:
Underdelivery reported. The pump was set to infuse 1300ml of a foscarnet solution at 750ml/hr in the home setting. After approximately 2 hours, the pump alarmed for dose complete and the display indicated delivery of 1300ml. The IV container, however, still had approximately 750ml of solution remaining. The infusion was completed by gravity drip. There were no adverse effects to the patient. No further information was available.

Manufacturer narrative:
Original report from customer was that the device would be returned for thesting and investigation. The device has not been received.